Manufacturer narrative:
H6: results code 1, 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. UDI for gore® excluder® contralateral leg component plc231000/17706314: 00733132618576. UDI for gore® excluder® contralateral leg component plc231400/17487773: 00733132618576. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak. The explanted gore® excluder® trunk-ipsilateral leg component rlt281416 /17570092 as well as the two gore® excluder® contralateral leg components plc231000/17706314 and plc231400/17487773 were returned to geprovas for investigation. Tissue was present. During the investigation it was found that minimal, scattered plaques of red/brown/tan material were present on abluminal and luminal surfaces. All lumens were widely patent when looking in at visible portion from poles. Lumen patency of entire device could not be determined with information provided. Segment 2 was contained within the ipsilateral leg of segment 1. Segment 3 was unattached. The constraint sleeve on segment 1 was detached from the device at the distal end and a strand of eptfe was projecting from the constraint sleeve. No additional disruptions in the graft or stent materials were identified. Based on the ei's review of the geprovas report, no additional analysis was requested.

Manufacturer narrative:
Corrected UDI numbers for medical devices involved in this event: - UDI for gore® excluder® contralateral leg component plc231000/17706314: (B)(4)- UDI for gore® excluder® contralateral leg component plc231400/17487773: (B)(4). E1, 1. Name and address: corrected name of physician.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, after about 3 months, the endograft was explanted due to a type ii endoleak.